Manufacturer narrative:
The manufacturer previously reported an increase in the ventilator's set pressure without manual adjustment. Additional information received indicates the ventilator's software was re-loaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator's set pressure increased without manual adjustment. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.